Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens and it was noted that the lens had torn at the haptic junction. The lens was cut into pieces to remove and there was no pt injury, no incision enlargement or sutures.